Event description:
It was reported that multiple episodes of automatic mode switch (ams) due to noise were observed on the right atrial (ra) lead. Fluctuation in p waves and insulation anomaly were noted. The ra lead was capped, and a new ra lead was implanted on (B)(6) 2023. There were no adverse health consequences, the patient was stable before, during, and after the procedure.